Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a premature ventricular contact action procedure, an optical issue occurred causing a delay. During the procedure, the ablation catheter showed no pressure. The tactisys and connecting cable were replaced which did not resolve the issue. The ablation catheter was replaced and the procedure was completed with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error and optical signal loss error were displayed, and optical fibers 1-3 no longer met specifications for optical properties. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1-3 and the deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this issue was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.